Manufacturer narrative:
Additional excluder® component included in this report: (B)(4). (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy, including proximal aortic neck angulation less than or equal to 60 degrees. The IFU states ¿additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.¿ per IFU, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa and iliac branch endoprostheses to treat bilateral iliac aneurysms. Prior to the procedure, the patient¿s anatomy was reportedly noted to be extremely tortuous, including severe infrarenal neck angulation (approx. 90 degrees). During the procedure, the left hypogastric artery was coil-embolized. An iliac branch component and an internal iliac component were successfully implanted in the right iliac and right hypogastric arteries, respectively. A trunk-ipsilateral leg component ((B)(4)) was then implanted proximally below the renal arteries, with the ipsilateral limb extending distally into the left common iliac artery. A 27mm contralateral leg component ((B)(4)) was to be implanted as a bridge between the iliac branch component and the trunk component. According to the report, cannulation of the contralateral gate was thought to be confirmed by rotating a pigtail catheter per instructions for use. However, upon deployment of the 27mmm contralateral leg component, the device reportedly landed outside of the gate and against the vessel wall. The decision was made to convert to an aorto-uni-iliac procedure to occlude the contralateral gate, and a femoro-femoral bypass (left-to-right) was performed to preserve blood flow to the right lower limb. Also, the proximal opening of the iliac branch component on the right side was coil embolized, and the internal iliac component in the right hypogastric artery remained patent. At the conclusion of the procedure, both aneurysms were successfully excluded without any further reported complications. The patient tolerated the procedure.